Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pain and a pulling sensation around the implantable pulse generator (ipg) pocket site. It was also noted that the ipg had moved from its original position and increased charging frequency. The patient underwent revision procedure wherein the ipg was replaced and implanted in a new location. The explanted device will not be return per facility policy.